Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found foreign material (loose or embedded) particles in product. The device was not used. Per addition information received via email 11nov2019, the foreign material was found on the tray underneath the cover.

Event description:
It was reported that the user found foreign material (loose or embedded) particles in the product. The device was not used. Per addition information received via email 11nov2019, the foreign material was found on the tray underneath the cover.

Manufacturer narrative:
This emdr child is being voided, as bard/bd medical has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found foreign material (loose or embedded) particles in the product. The device was not used. Per addition information received via email 11nov2019, the foreign material was found on the tray underneath the cover.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found a small piece of loose silver plastic in the package. A potential root cause for this failure mode could be a defect contributed by vendor or customer/ improper handling/ unclean machine /working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® tsc foley tray consists of a balloon catheter with temperature sensing, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and gloves. There are two types of closed drainage bags. The bag included in the tray will depend on the product. Material: balloon catheter: natural rubber latex; silver coating. This product is made with bacti-guard silver alloy coating. Sizes of catheters: available in sizes 14fr, 16fr." Corrections: relevant test data, other relevant history, device identification.